Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the motor device and hand control device were stuck together was not confirmed. However during evaluation, it was noted that the device displayed an e6 error code, the connector body was loose, the wires were twisted and the wire length was excessive. The device also failed pretest for no short circuit between phases and connector body. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that during pretesting, it was observed that the hand control device stopped working. It was further reported hat the motor device and hand control device were stuck together. During service and evaluation, it was determined that the displayed an e6 (overheat warning) error code, the connector body was loose, the wires were twisted and the wired length was excessive. The device also failed pretest for no short circuit between phases and connector body. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.